Event description:
It was reported that during the laparoscopic adhesiolysis procedure, the active blade of the device broke into two pieces. Another device was used to complete the case with no patient consequence.